Event description:
On mar 11, 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch ultra meter is giving an apply sample message. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the pt. The reported issue began in 2009 while the pt was in spain, and took her usual oral diabetes medication (byetta, glucophage and glipizide). It is not known if the pt was able to obtain his blood glucose after the reported issue began. In the next day, during the night, the pt reportedly felt shaky. The pt did not test on another meter and did not receive any medical intervention. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention, such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The apply sample issue was not resolved during troubleshooting. This complaint is being reported because the reporter claimed the patient had symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.